Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for the helical blade, part and lot number unknown without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a patient was treated with a right trochanteric fixation nail system (tfn), upon insertion of the helical blade the blade would come off its axis and hit the nail and could not advance. Eventually the helical blade was advanced and seated to correct depth through the nail, it took the surgeon several tries to get the blade past the nail. With the blade seated the surgeon attempted to distal lock through the 130 degree aiming arm, the drill bit would not line up and pass the hole in the nail. The drill bit was hitting the nail and drilling into the nail and not into the hole in the nail. Equipment was assembled correctly and the conclusion was the tfn insertion handle and the 130 degree aiming arm were both bent. There was a 15 to 20 minute surgical delay. The procedure was completed successfully. The patient status/outcome is unknown. This report is for the helical blade. This is report 3 of 5 for (B)(4).